Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 3006705815-2018-01182. It was reported that patient had a wet tap while placing the first epidural needle during a scs implant on (B)(6) 2018. As such, needle was removed and replaced. Patient received pain medication and fluid post operatively.

Event description:
Device 1 of 2, reference MFR report: 3006705815-2018-01182. Further follow up revealed that patient has headache. It was noted that patient stated that they have stopped drinking caffeine. Patient was instructed to increase caffeine intake and increase fluid intake.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-01182. Follow up revealed that the issue has been resolved.